Manufacturer narrative:
An event regarding difficulty expanding a rsa expanding trial was reported. The event was not confirmed. The exact cause of the event could not be determined because the device was not returned for inspection. No further investigation for this event is possible at this time. If the device or additional information becomes available, this investigation will be reopened.

Event description:
It was noted in the early product surveillance that the "expandable trials too difficult to use. Three people could not twist on or off."

Event description:
It was noted in the early product surveillance that the "expandable trials too difficult to use. Three people could not twist on or off."

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown rsa expandable trials. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.